Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were misaligned and slightly pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that catheter crossing difficulties were encountered. The patient presented due to myocardial infarction. Vascular access was obtained via femoral artery. The 96% concentric, 28mm long with 2.75 reference vessel diameter stenosed target lesion with >45 and <90 significant bend was located in the moderately calcified and moderately tortuous mid left circumflex artery (lcx). The lesion was predilated using an unknown 2.0 x 12mm semicompliant balloon catheter, with residual stenosis of 80%. The physician then advanced a 2.50x28mm promus element stent. However, resistance was encountered and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.